Manufacturer narrative:
Concomitant product: product ID 3058, serial # (B)(4), implanted: (B)(6) 2009, product type implantable neurostimulator. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient¿s implant hadn¿t worked for 4 years. The therapy had worked for a while. The patient saw their health care provider (hcp) 2 years ago and they thought the wires moved. The hcp did programming and the patient couldn¿t feel stimulation. The patient started taking bladder medication about 3 years ago and it had been helping their bladder. The patient was thinking of having the device removed. The patient was monitoring their liquid intake which also helped. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.